Manufacturer narrative:
The additional information provided does not change the initial conclusion. The patient did not have any lasting effects as a result of the skin abrasion. Skin burn is a documented risk in the product's labeling. As reported in follow up #1: the needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the heater wire inside the needle was found with burned lacquer. The temperature of the resistance wire portion between laser welding to the heater body raised above 400°c leading to the wire insulation burn. The root cause of such temperature jump is unclear. However; it should be noted that the investigation did not determine a relationship between the electrical malfunction and the reported skin abrasion.

Event description:
This is a follow up #2 to report additional event information. On 20/dec/2019, additional information was received from the disributor. The physician indicated that the patient had no lasting effects of the small burn/abrasion from the procedure. He also stated that the treatment was successful aside from the reported coagulation sequence following the ablation. As reported in follow up #1: this is a follow up #1 to report investigation results of the returned needle. Follow up attempts have been made to gather additional information regarding the treatment for the skin burn; however no additional information has been received. As reported in the initial: it was reported that two iceforce cx needles were used under CT guidance into a left renal mass croablation procedure. Following the second thaw cycle, one of the needles was removed from the patient easily. After several minutes of passive thaw, the physician attempted to remove the second needle, but the physician stated that it was stuck. Another four minute thaw was initiated and then he was able to turn the needle handle in several directions, but still unable to remove it from the patient. Some small blood oozing was noticed around the probe. The physician asked the technician to initiate a 30 second coagulation cycle, and then he was able to remove the needle; however, a small skin abrasion occurred. The physician stated that there seemed to be a "burn" around the area where the shaft of the needle was in contact with the skin. The physician indicated that the probe did not seem to be working properly, but that he felt the cryoablation was successful. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviations or concerns were noted. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the heater wire inside the needle was found with burned lacquer. The temperature of the resistance wire portion between laser welding to the heater body raised above 400°c leading to the wire insulation burn. The root cause of such temperature jump is unclear. However; it should be noted that the investigation did not determine a relationship between the electrical malfunction and the reported skin abrasion.

Event description:
This is a follow up #1 to report investigation results of the returned needle. Follow up attempts have been made to gather additional information regarding the treatment for the skin burn; however no additional information has been received. As reported in the initial: it was reported that two iceforce cx needles were used under CT guidance into a left renal mass croablation procedure. Following the second thaw cycle, one of the needles was removed from the patient easily. After several minutes of passive thaw, the physician attempted to remove the second needle, but the physician stated that it was stuck. Another four minute thaw was initiated and then he was able to turn the needle handle in several directions, but still unable to remove it from the patient. Some small blood oozing was noticed around the probe. The physician asked the technician to initiate a 30 second coagulation cycle, and then he was able to remove the needle; however, a small skin abrasion occurred. The physician stated that there seemed to be a "burn" around the area where the shaft of the needle was in contact with the skin. The physician indicated that the probe did not seem to be working properly, but that he felt the cryoablation was successful. The needle will be returned for investigation.

Event description:
It was reported that two iceforce cx needles were used under CT guidance into a left renal mass croablation procedure. Following the second thaw cycle, one of the needles was removed from the patient easily. After several minutes of passive thaw, the physician attempted to remove the second needle, but the physician stated that it was stuck. Another four minute thaw was initiated and then he was able to turn the needle handle in several directions, but still unable to remove it from the patient. Some small blood oozing was noticed around the probe. The physician asked the technician to initiate a 30 second coagulation cycle, and then he was able to remove the needle; however, a small skin abrasion occurred. The physician stated that there seemed to be a "burn" around the area where the shaft of the needle was in contact with the skin. The physician indicated that the probe did not seem to be working properly, but that he felt the cryoablation was successful. The needle will be returned for investigation.